Event description:
It was reported that the alert was delayed. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a voluntary MDR/medwatch report was received on 09/15/2023.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5145147.